Manufacturer narrative:
On 12-oct-2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation with a mentor tissue expander and developed breast pain. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the tissue expander. However, the shell of the device was observed in blue where after additional information was received it was stated that usually methylene blue is added to inflate the tissue expanders. Leak testing was performed in accordance with mentor procedures over the device and it was identified ruptured between the joint of the shell and the patch in the anterior view. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number 7742243 and no non-conformances were identified. As stated in the product insert data sheet, it is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2021, mentor received additional information about the event: the patient underwent a primary breast reconstruction surgery with the suspect medical device. The implantation date has been updated from (B)(6) 2020 to (B)(6) 2020. The patient underwent explantation on (B)(6) 2021. The patient developed pain in her breast. Reason for device explant and/or reoperation: tissue expander deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor ce low height te 450cc tissue expander that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.